Event description:
The customer reported the system is displaying a bad iris pot error and will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and tightened collimator connections. Sys operates as intended. (B) (4).